Manufacturer narrative:
The patient's test strips were returned for investigation and were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a ca 1500 analyzer with innovin thromboplastin reagent. The meter result was 6.2 inr at 11:03am. The laboratory result was 3.8 inr taken immediately after the meter result. The patient¿s warfarin dose was adjusted based off the laboratory result. The patient¿s therapeutic range is 2.0-3.0 inr.